Event description:
It was reported that the patient presented remotely with an alert for out of range pacing lead impedance. Upon investigation, low pacing lead impedance trends were observed. No other electrical anomalies were noted. Patient was asymptomatic. Vibratory alert level was lowered. Patient will continue to be monitored normally.